Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and a constant tone as a result of a faulty electronic component on the interface board. Further testing was not performed due to the frozen display.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was not able to complete a rewind. No further information was provided.